Event description:
The pt experienced a shock 2-3 weeks prior in the perineum and down his right leg. He was able to turn the device off at the time. Impedances were normal. The device was confirmed to be on though the pt had no stimulation sensation. During the office visit, the device turned off for no apparent reason. The magnetic switch was disabled. It was recommended to replace the device. Further info is being requested from the hcp.